Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
Customer stated that the hl 20 console was set up and primed ready for a case. The rpm was set to art. However when the perfusionist started the pump to go on bypass he noticed the art rpm had switched to fre. The perfusionist then set the pump back to art and continued with the case. There was no effect to the patient. (B)(4).

Manufacturer narrative:
(B)(4). Affected rpm: mcp00703309#rpm 20-320 single roller pump; part number: 70102.7652; serial number: (B)(4). The device in question has been investigated by field saftey engineer.investigation results according to service report #(B)(4), dated on 2016-01-20: a new pump control board (part no. 701070196, serial no. (B)(4)) has been installed to the rpm as precautionary measure. Rpm was reassembled and tested. The rpm grounding is good. No faults found on the previous inspection. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).